Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead replacement procedure. The left ventricle lead to be implanted exhibited failure to capture and high capture thresholds. The new lead was not used and the old lead was implanted back. No patient consequences.